Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
Upon receipt of the device, the user reported a pin was missing from the roller pump tongue that secures the occlusion knob. Without the pin, the occlusion knob turns freely, making it difficult to adjust the tubing. Since the event occurred prior to the onset of cardiopulmonary bypass, there were no adverse consequences to a pt as a result of this event.